Event description:
Boston scientific received information that a programmer strip, obtained during a capture threshold test, was presented to a field representative with an inquiry of what different markers on the strip meant. The field representative then contacted boston scientific technical services (ts) to discuss. It was determined that the markers were representative of when the voltage decremented down during testing. During the test there appeared to be approximately 4 seconds of asystole due to loss of capture. The field representative provided additional information that there were no device malfunctions or adverse patient effects. It was also noted that the model number, serial number, and patient name were not available to the field representative. The device remains in service.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.